Manufacturer narrative:
(B)(4). Additional data / failure investigation. Field service technician on site reported the customer spilled IV solution on the device which ingressed into the ups and caused a short out.

Event description:
Customer reports seeing a small amount of smoke and hearing a popping sound from the ups on the pyxis anesthesia system.